Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist who identified severe case of gum recession. Upon the dentist learning that the patient has been using byte aligners the dentist immediately advised them to discontinue use, citing that the aligners contributed to their gum issues. The patient was referred to a specialist and has required additional dental treatments for this issue and referred to orthodontist due to their teeth are reverting to original position. Requested letter of recommendation from patient's dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.